Event description:
Rep reported that the disposable luer loc connector from the evd bactiseal device was leaking at the cap when the connection was made.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.